Manufacturer narrative:
The investigation of the returned pod found discoloration inside the device, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. A review of lot qualification records revealed no evidence of this failure mode - the lot passed the acceptance criteria. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures). Labeling, training and clinical advise continues to indicate that ongoing bg monitoring is necessary. Although we do not rely on labeling, this is additional mitigation as part of the normal activities of a diabetic.

Event description:
The customer reported that the pod had initiated a hazard alarm while a bolus was being administered. The correction bolus was in response to a high bg level of 350mg/dl. No specific failure mode was reported. No additional info was provided about the event or the device. The pod will be returned for eval.